Event description:
It was reported that the lead integrity alert (lia) triggered on the right ventricular (rv) lead. Noise was observed on stored non-sustained ventricular tachycardia (nsvt) episodes, and there were high impedance measurements. Fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant product: d334drg ICD, implanted: (B)(6) 2013. (B)(4).